Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during pt use the 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The pt was removed from the ventilator and placed on a second ventilator without any negative pt outcome. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the gui to bd cable and retesting. The customer reported to have not been able to duplicate the alleged malfunction. Covidien was not authorized to repair the device.